Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed an implant site infection. A couple weeks ago there was purulent discharge through the cervical wound. The patient experienced general discomfort. The event resulted in an emergency room visit. Medications and antibiotic treatment were administered on (B)(6) 2019. The outcome was reported as ongoing. Etiology was related to the ins incisional tract and implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the event also resulted in-patient hospitalization. Antibiotic treatment was administered on (B)(6) 2019, and the event was still ongoing. The event was not related to the implant procedure.